Manufacturer narrative:
Concomitant medical products: dtbb1q1 crt-d; implanted: (B)(6) 2018, 429878 lead; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fracture and displayed undefined high pacing impedance. A lead integrity warning was alerted due to two or more high rate non-sustained episodes that appear to be noise and varying impedance. In addition, a single instance of elevated impedance was noted. Possible ventricular oversensing was noted on the stored electrograms (egm). The lead was capped and replaced. No patient complications have been reported as a result of this event.